Event description:
This is a report of a home patient (hp) who re-used a set of supplies following a system error 2240 (air in tubing) alarm on the homechoice (hc). Following the alarm, the patient connected themselves and began to re-prime the used supplies. This caused another system error 2240 alarm to occur. The power was cycled and the patient was advised to end therapy. It was explained that the patient should not use the same supplies when restarting therapy and should remain disconnected until priming was completed. The patient would notify their nurse of the event. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who re-used a set of supplies when initiating therapy following a system error 2240 alarm. Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.